Event description:
Note: this report pertains to one of four devices involved in an event. Refer to manufacturer report # 3005099803-2014-00406, 3005099803-2014-00407, 3005099803-2014-00408 for the other associated device information. It was reported to boston scientific corporation that upon receipt of a cre balloon, micro-perforations were noted in the pouch. There was no patient or procedure involved in this event.

Manufacturer narrative:
(B)(4) hole in device packaging. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The pouch was unopened upon receipt. Visual examination found a section in the pouch where there were several small bumps evident on the pouch film. These small bumps projected outward therefore originated from within the pouch. A closer examination of the small bumps determined that they were just projections under the pouch film. The pouch film/sterile barrier had not been compromised. The complaint that there were holes in the package was not confirmed. There was no breach or hole in the pouch film. The bumps were likely caused by a blunt edge of a balloon hub or stylet wire floswitch or other angular blunt edged item contacting the pouch film and making a small bump in it. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of four devices involved in an event. Refer to manufacturer report # 3005099803-2014-00409, 3005099803-2014-00407, 3005099803-2014-00408 for the other associated device information. It was reported to boston scientific corporation that upon receipt of a cre balloon, micro-perforations were noted in the pouch. There was no patient or procedure involved in this event.

Manufacturer narrative:
The pouch was unopened upon receipt. Visual examination found a section in the pouch where there were several small bumps evident on the pouch film. These small bumps projected outward therefore originated from within the pouch. A closer examination of the small bumps determined that they were just projections under the pouch film. The pouch film/sterile barrier had not been compromised. The complaint that there were holes in the package was not confirmed. There was no breach or hole in the pouch film. The bumps were likely caused by a blunt edge of a balloon hub or stylet wire floswitch or other angular blunt edged item contacting the pouch film and making a small bump in it. The device history record review confirms that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of four devices involved in an event. Refer to manufacturer report # 3005099803-2014-00409, 3005099803-2014-00407, 3005099803-2014-00408 for the other associated device information. It was reported to boston scientific corporation that upon receipt of a cre balloon, micro-perforations were noted in the pouch. There was no patient or procedure involved in this event.